Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (53 worldwide incidents out of estimated 139,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed "open wound" in right axilla 13 days post miradry treatment. Antibiotics were prescribed by the patient's general practitioner at a local hospital. The patient returned to his general practitioner and confirmed the affected area was recovering.